Manufacturer narrative:
A patient had a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 1627487-2023-02584 . It was reported that the patient had their drg ipg leads explanted due to an infection at the anchor site.